Manufacturer narrative:
The complaint kit, smart card, photograph, and video were provided by the customer for evaluation. A review of the data recorded on the returned smart card verified the treatment was aborted after 1477 ml of whole blood had been processed. Review of the provided photograph and video verified the pto leak as the recirculation pump loop tubing is no longer attached to the port of the t-connector. Examination of the returned kit verified the recirculation pump loop tubing has disconnected from the t-connector. Further inspection found a lack of solvent on the tubing that is bonded to the port. A material trace of the tubing and its components used to build lot n309 found no related non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The tubing detaching from the bond port indicates the solvent bond joint was insufficient. The root cause for the pto leak is most likely due to manufacturing operator error during the tube bonding operation. Retraining has been completed with all bonding operators. No further action is required at this time. This investigation is now complete. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n309 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n309 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. Comp (B)(4) on (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the recirculation pump tubing detached from the pto. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned the kit, videos and a photograph for investigation.